Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch basic meter is giving a message ¿danger retest.¿ the complaint was classified based on the customer care advocate (cca) documentation. The patient¿s diabetes is managed with oral medication. The patient allegedly had symptom described as ¿droop¿ prior to the onset of the alleged issue on the morning of (B)(6) 2014. The patient subsequently tested on a hospital meter at ¿383 mg/dl¿ and was treated with IV fluid. The ¿danger retest¿ message was not resolved with training. The lfs product was replaced and requested back for investigation. This complaint is being reported issue because the patient required hcp treatment suggestive of acute complication of diabetes while he managed his diabetes with the lfs product.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2014): the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014, respectively, with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have shelf life exceeded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (03/17/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.